Manufacturer narrative:
Damaged firing mechanism. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, n/a; batch number, n/a; cartridge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-fucntional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was rpt'd during a laparoscopic assisted vaginal hysterectomy while using the tsw35 the device made a crunching sound when the handle was closed. The surgeon did not feel comfortable using the device and a new tsw35 was opened to complete the case. There was no consequence to the pt.